Event description:
It was reported that the wireless communication on the programmer was not functioning. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the wireless communication was not functioning and therefore the radiofrequency tranceiver was replaced. Analysis also found that the electrocardiogram connector of the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated, and that the programmer failed its audio loopback test so the microphone assembly was replaced. Product ID 2067l radiofrequency programmer head. (B)(4).